Event description:
Patient scheduled for open reduction internal fixation right tibial tubercle fracture. The patella tendon was reinforced with semi-bennel sutures through the length of the patella tendon and passed through drill holes in the cortex of the distal tibia shaft. Drill bit broke and fragment of drill bit stuck. In tibial cortex and was not retrievable. On (B)(6) 2024 patient scheduled for retrieval of broken drill bit. The drill bit tip was located and removed. Size of retained drill bit- 127mm x 2mm.